Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that cartridge alarm 20, cartridge alarm 29 and cartridge alarm 30 occurred during the load sequence. There was no impact to the customer's blood glucose level. Customer was able to load a new cartridge and resume insulin delivery.